Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient had to bend his neck forward to get adequate stimulation. There was no known accident related to the onset of the symptoms. Additional information has been requested.